Event description:
According to the reporter, the cannula did fully insert into the abdomen. The patient reported the cannula was not visible upon removal of the pod, however, the pink slide had moved forward, indicating a needle mechanism failure. The pod was worn between 36 and 48 hours. On the second day of wear, the patient reported receiving a notification that the pump had failed. Upon removing the pod, it was reported that the cannula was outside of the body. Additionally, the patient noted a burning sensation during insulin delivery, and that the delivery was slower than its usual rate. No impact to the patient's glucose level was reported. No treatment information was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.